Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inr = 3.3, repeat = 2.1. Tests were done within 30 minutes of each other. Rn is training patient on inratio. Tech support went over fingerstick procedure and client was milking first fingerstick to get sample.